Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was reported this patient developed (B)(6) and had vegetation on the leads. There was difficulty experienced removing this lead which resulted in only partial extraction. The patient had initially presented to the hospital due to issues with ventricular tachycardia (vt). There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.